Manufacturer narrative:
(B)(4). Evaluation, erratic potassium results other -400 ict module, erratic potassium results. The customer technical advocate (cta) followed up with the customer on (B)(6) 2009, the customer informed abbott the r1 mixer and the ict module were replaced. No additional errors have occurred since the component replacements. Review of the supplemental investigation worksheet for the customers complaint revealed an instrument log review was performed. The pressure monitoring, message history, and liquid level sense logs revealed no evidence of problems with liquid level sense or sample integrity errors. The result log documented the assays results from the date of occurrence and the repeat testing results. The result log also revealed the sample interference indices for the icterus index was elevated according to the assay parameters interpretation listed in the sample interference indices package insert. The index value reported for the icteric constituent was 13.4 (3) which reflects the approximate concentration of the specific interferent. This constituent may act as interferents for the clinical chemistry ict sodium, potassium, and chloride assays. The clinical chemistry integrated chip technology sodium, potassium, chloride (ict na , k , cl-). The current rate for the architect c8000 erratic occurrences/million tests and complaints/million tests are below the internal rate documented at the launch for the architect c8000. No adverse trends were identified related to this issue in the (B)(6) 2009 metrics. No additional incidents of discrepant results were found in the search history of the architect (B)(4). Based on the available information, no product deficiency was determined. After the component replacement of the r1 mixer and ict module, the issue was not documented since. The icterus index was elevated indicating the icteric constituent may act as interferents for the clinical chemistry ict sodium, potassium, and chloride assays.

Event description:
The account stated that the architect c8000 analyzer is generated discrepant ict (integrated chip technology) results for sodium (na), potassium (k), and chloride (cl). The initial ict results, na = 142, k = 9.8, cl = 111. Upon retest on other instrument, the results were na = 139 k = 4.4, cl = 104. When the sample was run again on the device, the results were na = 139, k = 4.4, cl =104. Units of measurement are mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.